Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mjb929 and no non-conformances were identified. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: a "breakage issue" was originally reported. Could you please specify if the suture or the needle presented the breakage issue? How many devices presented the breakage issue during the CABG procedure being reported? Did this event happened in more than one procedure? If yes, how many procedures and how many devices in each procedure? How many minutes was the procedure delayed? Device return status/follow up. Breakage happened from swage point. Needle and suture usually gets separate or break. Out of entire box they found this issue 6 to 7 times and then stopped using the same. One (1) new foil of same lot was provided by the hospital . The procedure got delated by approximately 20 to 25 min. New foil of same lot. Device is available pcf deferred due to quarantine restrictions. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Note: events reported 2210968-2021-01513, 2210968-2021-01514, 2210968-2021-01515, 2210968-2021-01516, 2210968-2021-01517 and 2210968-2021-01518.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, breakage happened from swage point. The needle and suture separated. The procedure got delayed by approximately 20 to 25 minutes. Another like device was used. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an unopened sample of product code ep8735h was received for evaluation. Visual inspection of the unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. (B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? No.